Manufacturer narrative:
Correction: b1 updated to correct brand name medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding thoracic endovascular aortic repair for traumatic and non-traumatic rupture of the descending thoracic aorta: a 15-year single-centre experience. This was a 15-year retrospective single-center experience. Multiple manufacturer¿s devices were used in the study population. The following medtronic devices were used: talent thoracic stent graft valiant-captivia thoracic stent graft among patient adverse events included: type I endoleak, acute kidney injury, prolonged mechanical ventilation, infection, paraplegia, rupture reintervention and death. There was no information to suggest any medtronic device failure caused or contributed to a death. No further information was provided pertaining to medtronic products.

Event description:
Literature was reviewed regarding thoracic endovascular aortic repair for traumatic and non-traumatic rupture of the descending thoracic aorta: a 15-year single-centre experience. This was a 15-year retrospective single-center experience. Multiple manufacturer¿s devices were used in the study population. The following medtronic devices were used: valiant-captivia thoracic stent graft among patient adverse events included: acute kidney injury, prolonged mechanical ventilation, infection, paraplegia, rupture reintervention and death. There was no information to suggest any medtronic device failure caused or contributed to a death. No further information was provided pertaining to medtronic products.

Manufacturer narrative:
Citation: ricarda berkenheide, rolf alexander j´anosi , fadi al-rashid. Thoracic endovascular aortic repair for traumatic and non-traumatic rupture of the descending thoracic aorta: a 15-year single-centre experience. Ijc heart <(>&<)> vasculature 61 2025. Doi.org /10.1016/j.ijcha.2025.101818 earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.